Manufacturer narrative:
(B)(4). According to the complainant, the suspect device was contaminated and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum and papilla area during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage on the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.